Event description:
It was reported that this right ventricular (rv) lead exhibited pacing impedance high out of range on the right ventricular (rv) lead. The lead also presented noise signals on the rv which led to inappropriate anti-tachycardia pacing (atp) and shocks. The lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).